Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was not receiving insulin due to a bent cannula and had high blood glucose level due to which the patient was hospitalized. Patient's blood glucose was 600 mg/dl at the time of this event. The patient received intravenous fluids and insulin as corrective treatment which resolved the issue. The patient did not notice any damage when the package was first opened and did not observe any activity prior to hospitalization. The infusion had been in use for less than three days. The patient was hospitalized for more than two days and was to be released the day after this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.